Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced overheating when recharging their implanted stimulator. The battery is placed near the pt's hip. Add'l info has been requested but was not available on the date of this report.